Manufacturer narrative:
(B) (4): physio-control evaluated the device and verified the reported failure. The cause was determined to be due to process residue at capacitor c177 on the analog pcb assembly. A replacement device was provided to the customer.

Event description:
The customer returned the device to physio-control for repair/replacement. Upon initial eval, it was observed that the device would not power on. There was no report of pt use associated with the reported failure.